Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports " developed a burning sensation and redness on the skin under the heat wrap". The cause of the consumer stating "developed a burning sensation and redness on the skin under the heat wrap" is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 14-jul-2023, a spontaneous report from the united states was received from a consumer via telephone regarding a 59-year-old female who used a thermacare neck/shoulder/wrist 8hr heat wrap. On (B)(6) 2023, additional information was provided by the consumer. On approximately (B)(6) 2023, the consumer topically applied a thermacare neck/shoulder/wrist 8hr heat wrap to her upper left shoulder and back area. She would wear the heat wrap for 1 to 2 hours and remove it for an hour over a 4-hour time period without event. She used another thermacare neck/shoulder/wrist 8hr heat wrap on (B)(6) 2023 and followed the same usage. Approximately an hour after using the heat wrap on (B)(6) 2023, she developed a burning sensation and redness on the skin under the heat wrap. Subsequently, she removed the heat wrap and applied noxzema to cool the area down. She experienced continued burning sensation at the area and there was redness when she rubbed the area. She called her healthcare provider and was advised to go to the emergency room (ER). She did not want to go to the ER because of the high temperature outside. On 18-jul-2023, it was learned that she went to the ER on (B)(6) 2023. During her ER visit her vital signs were taken and her blood pressure was elevated but she also noted she had a history of high blood pressure. Her vital signs were as follows: heart rate 108 beats per minute, 100% oxygen saturation, temperature of 98.7 f, respiratory rate of 18 per minute, and a blood pressure of 170/109 mmhg. She did not have any diagnostic testing besides a physical assessment. The doctor told her she had a thermal burn, and she was diagnosed with acute pain and hyperesthesia. For treatment, she was told to use ice packs, take one naproxen 500 mg table twice a day for pain, and to wait out the pain. She did not have any other treatments provided. It was clarified that the redness she experienced was only when the heat wrap was on, and it resolved when it was taken off. She continued to experience a burning sensation.

Event description:
On (B)(6) 2023, a spontaneous report from the united states was received from a consumer via telephone regarding a 59-year-old female who used a thermacare neck/shoulder/wrist 8hr heat wrap. On (B)(6) 2023, additional information was provided by the consumer. On (B)(6) 2023, additional information was received from the consumer. Medical history included high blood pressure, asthma, and chronic pain of the neck and back. The consumer was allergic to shellfish, latex, iodine, penicillin, and other unspecified foods. Concomitant products were not provided. On approximately on (B)(6) 2023, the consumer topically applied a thermacare neck/shoulder/wrist 8hr heat wrap to her upper left shoulder and back area. She would wear the heat wrap for 1 to 2 hours and remove it for an hour over a 4-hour time period without event. She used another the RMA care neck/shoulder/wrist 8hr heat wrap on (B)(6) 2023 and followed the same usage. Approximately an hour after using the heat wrap on (B)(6) 2023, she developed a burning sensation and redness on the skin under the heat wrap. Subsequently, she removed the heat wrap and applied noxzema to cool the area down. She experienced continued burning sensation at the area and there was redness when she rubbed the area. She called her healthcare provider and was advised to go to the emergency room (ER). She did not want to go to the ER because of the high temperature outside. On (B)(6)2023, it was learned that she went to the ER on (B)(6) 2023. During her ER visit her vital signs were taken and her blood pressure was elevated but she also noted she had a history of high blood pressure. Her vital signs were as follows: heart rate 108 beats per minute, 100% oxygen saturation, temperature of 98.7 f, respiratory rate of 18 per minute, and a blood pressure of 170/109 mmhg. She did not have any diagnostic testing besides a physical assessment. The doctor told her she had a thermal burn, and she was diagnosed with acute pain and hyperesthesia. For treatment, she was told to use ice packs, take one naproxen 500 mg table twice a day for pain, and to wait out the pain. She did not have any other treatments provided. It was clarified that the redness she experienced was only when the heat wrap was on, and it resolved when it was taken off. She continued to experience a burning sensation. No additional information was provided. On (B)(6) 2023, the consumer's continued to experiend the burning sensation. No additional information was provided.